Manufacturer narrative:
E1 establishment full name: (B)(6) healthcare corporation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera lens was cracked inside the processor. The issue was found at preparation for use for an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Updated h3. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed; however, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.